Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose levels while using the ilet, including hyperglycemia up to 265 mg/dl for approximately 2.5 hours after a missed meal announcement, and hypoglycemia down to 55 mg/dl for a combined 30 minutes; the device was delivering insulin per algorithmic needs, and a confirmatory finger-stick measured 140 mg/dl. Symptoms included shakiness and fatigue during the low glucose episodes. Outcomes included no professional medical intervention, no hospitalization, no ketone testing, and assistance from the user¿s spouse provided out of kindness. Investigation included troubleshooting and user education, including guidance to use finger-stick measurements to verify sensor readings and to manage meal announcements. Investigation of this case revealed no device alarms above 300 mg/dl, no backup therapy use, and no device malfunction reported, with hyperglycemia associated with a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.